Event description:
It was reported that the pt experienced stimulation in the wrong location. Pain was also reported when the stimulator was on, however, the location of the pain could not be pinpointed by the pt. The pain disappeared when the stimulation was turned off. There was no known related incident or accident reported. It was later reported that the pt had left shoulder pain. Following an x-ray, it was determined that the pt's lead had migrated to the left. A revision of the spinal cord stimulator (scs) and a repositioning of the lead, was then performed. Post-operatively, it was noted that the pt experienced decreased stimulation in the left shoulder. The pt's outcome was noted as "no injury." At a f/u examination, the pt stated that stimulation was felt on the right side but "not a lot" on the left side. The manufacturer representative made adjustments to the stimulator. No further details or pt outcome provided at the time of this report.

Manufacturer narrative:
(B)(4)